Event description:
A check of the pump volumes showed a volume discrepancy; the entire 18 ml volume was in the pump. The pump was programmed to deliver 1100 ug/day. The pt's caregiver said there had been no detectable change in symptoms or withdrawal symptoms; it was noted that the pt was in a vegetative state. They planned to return the pt to the physician for follow-up to decide with the family if a pump replacement was needed. As no adverse symptoms seemed to have occurred. The medication being delivered via the device system was not reported. Additional info has been requested, a follow-up report will be sent if additional info becomes available.